Manufacturer narrative:
(B)(4)

Event description:
During the index procedure a resolute integrity drug-eluting stent was implanted in the lad. Approximately 9 months post index the patient suffered stroke. The investigator assessed that the event was not related to the study device. Patient suffered permanent or significant impairment.